Event description:
Patient had an initial 8.0 shiley placed; patient developed a persistent cuff leak and had to return to the or three days later to have a trach exchange to an 8.0 bivona. Patient subsequently developed high peak airway pressures and bleeding and on bronch was found to have macerated tissue in the airway and had to have another trach change to an 8.0 distal xlt shiley four days later.